Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va317ms, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that a lead was implanted on (B)(6) 2025 due to the previous lead having migrated and not working for the patient, but that the patient now had a different lead. Both of the lead that had migrated and the lead implanted on (B)(6) 2025 were discarded and would not be returned. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the lead migrating was not known but believed to be due to the tissue in the patient¿s left foramen being unable to secure the lead. The doctor decided to implant the lead on the patients right side (B)(6) 2025 to hopefully keep it from migrating again. Yes, the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the removed lead that migrated caused the electric shock feeling to the patient. The patient did not have that feeling again after the new lead was placed on (B)(6) 2025. The issue was resolved after replacing the migrated lead.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a lead migration and stimulation output issue. The patient had a loss of stimulation couldn't feel the therapy. Reprogramming then images were taken that showed the lead had pulled out of the foramen. The cause was unknown. The patient experienced a return of baseline symptoms of urinary incontinence. The patient went through surgery and was recovering well. They set up therapy and patient was discharged. The device revision resolved the issue. Additional information was received on 2025-mar-12, they had a lead revision done last thursday because the lead came loose. They think the reason the lead came loose might have been the tissue where they put it just didn't grab. Patient knew it came loose because they could feel it was like electric shocks. The next time they went to the doctor they did a bunch of x rays and found it. Mdt rep doug came in and said they have never ever had that happen in 20 years. Patient was under the impression they would get a new ID card after lead revision and ps reviewed device information on ID card is for ins not lead so ID card will not change.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot # unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: 14-aug-2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.